Manufacturer narrative:
Investigation conclusion: a review of the product did not find any unusual trend for the reported complaint category. Without a lot number, no further investigation can be conducted. Root cause: insufficient info. Source: online customer reviews.

Event description:
Consumer reports 2 alleged false positive sars results when compared to an unknown alternate test. Patient symptomatic. Report 1 of 2.